Manufacturer narrative:
The product was not returned for analysis. Evaluation of provided photos: slightly dilated pupil shows that there is a fine punctate pattern beneath the optic surface that is ranging from very small opacification to "christmas tree" looking one. All images are consistent with glistenings. Capsular phimosis observed as well. However, it is difficult to determine which iol was implanted. The root cause for the reported complaints could not be determined. The product was not returned for evaluation. Photos were provided of the lens in the eye. Based on our observation of the attached photos, there is a fine punctate pattern beneath the optic surface. Besides the quality limitations of provided pictures the image is consistent with glistenings. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) has become bleached after surgery. Additional information has been requested.